Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and rotated heart for a triclip procedure. During the procedure, imaging was difficult due to anatomy. One triclip was successfully implanted at central anterior and septal leaflet. The tr was decreased to grade 1-2 post procedure. On (B)(6) 2025, it was observed in transthoracic echocardiography that the triclip have single leaflet device attachment(slda). Recurrent tr of grade 2 was observed. Patient condition is stable. A redo procedure has been scheduled on 7 july 2025. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor image resolution. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported poor imaging is related to patient anatomy, per case details. The reported tricuspid regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and rotated heart for a triclip procedure. During the procedure, imaging was difficult due to anatomy. One triclip was successfully implanted at central anterior and septal leaflet. The tr was decreased to grade 1-2 post procedure. On (B)(6) 2025, it was observed in transthoracic echocardiography that the triclip have single leaflet device attachment (slda). Recurrent tr of grade 2 was observed. Patient condition is stable. A redo procedure has been scheduled on (B)(6) 2025. There was no clinically significant delay reported. No additional information was provided.